Event description:
It was reported that the pulse generator slipped in the pocket which caused the patient discomfort. The device was repositioned. The patient felt better after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.